Event description:
It was reported that the catheter location balloon would not inflate during a transurethral microwave treatment. The physician inserted the catheter without any issues but the location balloon would not inflate when injected with sterile water. The location balloon was also tested in accordance with approved protocol before being inserted into the pt; no issues were detected during testing. The location balloon would not inflate prior to energy delivery to the catheter. No pt injuries or complications were reported.

Manufacturer narrative:
The catheter was returned for analysis. The location balloon was inflated with 10cc's of water. Upon visual inspection, water was observed leaking forma pinhole in the location balloon. The device history record for the catheter was reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures, and the device met specifications at the time of release. In addition, the location balloon was tested in accordance with approved protocol before being inserted into the pt; no issues were detected during testing. The hole in the location balloon was confirmed, however, the root cause of the event is unk.